Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a low blood glucose (bg) requiring ems to be called. Bg reading was 39 mg/dl per ems, which treated with IV glucose (patient has glucagon injections on hand, but was treated per IV due to being unresponsive). Patient continued to treat with fast acting carbohydrates following ems bringing her back to a state of alertness, the patient refused hospitalization. Patient states that this low bg occurred due to the bolusing and then falling asleep before eating. Per the clinical manager, all settings programmed correctly in pump. Basal and bolus histories are as expected. During troubleshooting, customer support found that in addition to bolusing without eating, the patient had failed to respond to an alarm in a timely manner, a potential cause of the bg issue. There is no indication of pump malfunction. The patient continues on pump therapy. This complaint is being reported as the patient experienced hypoglycemia after the use error of not responding to an alarm in a timely manner.

Manufacturer narrative:
Follow-up #1: date of submission 9/24/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect found; unable to duplicate complaint. Last basal delivery was on (B)(6) 15@7:00pm; reported date from (B)(6) 2015 is overwritten in the black box, tdd add up and reflect the programmed basal rate target, returned battery/cartridge caps were used during investigation.-¿ez-prime¿ steps were performed correctly; no alarms occurred during the investigation, the pump reflected 24u after a 24hr on 1u/hr duration test; the product delivers within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient failed to respond to an alarm.